Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified striated broken on anterior, smooth broken on anterior, missing shell and creases flat. Base on the device analysis the final assessment is: a smooth broken on anterior due to smooth opening. A striated broken on anterior due to surgical damage consist in the use of some surgical tool; missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation were capsular contracture, baker grade iii-IV, and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii-IV. Device has been explanted.